Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure were bent pins in the trunk cable connector and the electrode belt was unable to securely connect to a monitor. The root cause for the bent pins were excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.